Event description:
It was reported that a physician's (B)(4) handheld device was freezing on multiple screens when he was trying to use it to program patients' devices. The physician indicated that this has been happening for a few months and could typically be resolved by performing a soft reset; however, the next time he would use the handheld, it would freeze again. The physician was sent a replacement handheld device and his (B)(4) has been returned to the manufacturer. The device is currently being evaluated in the product analysis laboratory.